Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced prolonged hyperglycemia with a blood glucose reading above 431 mg/dl after a supply change while using the ilet, and an outside correction of 8 units of novolog was administered by a caregiver; the caregiver was instructed to disconnect from the ilet for two hours, and the patient was later guided to announce meals and to replace the infusion set and complete a supply change. Symptoms included hyperglycemia. Outcomes included return of blood glucose to 165 mg/dl after supply change and subsequently to 119 mg/dl. Investigation included technical troubleshooting and user education conducted by support staff. Investigation of this case revealed no device alerts or alarms reported and suggested possible use-related factors, including missed steps during the supply change and unannounced meals, which were addressed through retraining; no device component malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear with a likely contribution from user handling and therapy management practices. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.